Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement in-warranty pump with updated software, confirmed shipping details, and provided instructions for placing malfunctioning pump in storage mode, returning it within the required timeframe, and programming pump settings and connecting cgm on the replacement device.